Event description:
(B)(4). I was implanted with a medical device implant called essure in 2009. This medical device implant is now manufactured by bayer, formally by conceptus inc. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started in 2013. This is a list of my side effects and symptoms that I have experienced due to essure. Weight gain, severe joint and muscle pain, cramping in my left side, radiating down my entire left leg, change in voice (deeper), hair loss. I have been seen by 3 doctors. With an appointment with a 4th. I have had the following surgeries due to essure: n/a. The device is still inside of me. The device was/was not returned to the manufacturer: n/a. The device is in my possession (if applicable).